Manufacturer narrative:
The implantable neurostimulator (ins) (B)(4) was returned and analysis concluded that there was no significant anomalies. The ins required a battery recharge when received in the analysis lab. According to the trace report obtained from the ins; the total recharge count was 198. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2015; the device was recharged for 15 minutes and the battery charged from 3.430v to 3.555v. The prior charge occurred on (B)(6) 2015. The battery discharged to the lock mode on (B)(6) 2015. Testing of the recharge function of this ins found it to be functioning normally. The ins was placed in a body temperature oven with approximately 1cm of space between the ins and the charger antenna. The recharger had full coupling and the ins recharged for 6 hours and 6 minutes from 3.475v to 4.065v.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID 3 7742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3998, lot# v011091, implanted: (B)(6) 2006, product type: lead. Product ID 37791, product type: recharger. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 3550-29, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The consumer reported that there was a broken external antenna. It was reported that the patient was able to charge fully 2.5 weeks ago. The patient went to see their regular doctor the day prior to the report and turned off their stimulation to drive. Once the patient got home the patient programmer would not connect so the patient charged the aaa batteries first and it still did not respond. It was thought it was out of stimulation and thought it may need to be recharger and tried to hook up to their recharger and thought he would turn it back on that way. They felt stimulation the day prior to the report but before turning it off with the patient programmer to drive and knew it was low and needed to be charged up. The device showed it was at 1/4 when they turned it off and then plugged their recharger to charge up so they could use it. A communication problem was reported. An overdischarge was suspected. The patient tried to start a charge and it would go blank then flashed then it would go to reposition antenna screen and then it would go off again. The patient did not have the antenna locate feature. The patient was asked to try using the patient programmer without the antenna since the patient usually used it with the antenna. The recharger antenna would be changed out but that if that did not resolve the issue the patient would need to go in and have the device jump started again. It was noted that the patient had never had an overdischarge. The patient was instructed after implant to never let their device go down past the 1/4 mark to prevent an overdischarge and the patient worked really hard to keep that maintained the life of the device. The patient was advised to meet with their physician if the replacement recharger antenna did not resolve the issue. The patient's device was later explanted. The patient's indication for use was radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.